Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient reported that they experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. The cgm was reading 200 mg/dl and the blood glucose was not checked. The patient was shaky and passed out. The spouse called an ambulance. In the emergency department (ed), the bg was 35 mg/dl and the estimated glucose value (egv) was not available since the phone was left behind and the beta bionic ilet pump was turned off. The pump was noted to have been in modified closed loop. The hypoglycemia was treated with 2 doses of glucose through a syringe. He regained consciousness after 1 hour and was discharged the same day. He was feeling ok at the time of the report a week later. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.